Event description:
A dialysis facility reported that a pt c/o cramps during a hemodialyis treatment. The pt was given a total of 800 cc. Of saline and treatment was discontinued 20 minutes early. Based on the reported pre and post weights, saline given and what the machine indicated was removed, there was a weight loss variance of 1.2 kg. There was no serious injury or illness.